Event description:
Olympus was informed that five pts tested positive for carbenepenum resistant enterbacteriaceae containing new delhi metallo-beta-lactamase (cre-ndm) after having undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure. The pts were examined with the same duodenovideoscope. On (B)(6) 2013 the fourth pt underwent an ercp with to remove prior placed stents and subsequently experienced vomiting and diarrhea. The pt was not hospitalized. On (B)(6) 2013 urine from the pt tested positive for cre-ndm. The pt expired due to an underlying disease process. An endoscopy support specialist was dispatched to the user facility. A reprocessing in-service has not been scheduled to date.

Manufacturer narrative:
The device has not been yet returned for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant information becomes available later. Please cross-reference the following reports for the other four pts: 2951238-2014-00023, 2951238-2014-00024, 2951238-2014-00025 and 2951238-2014-00027.